Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for a patient atherectomy procedure of the superficial femoral artery (sfa) to treat the patient's peripheral vascular disease. The device was operating fine in blades down mode, aspiration and infusion working fine. It seemed to be more thrombus or soft plaque. Then during the first pass in blades down mode, the device abruptly stopped spinning "like something became detached"; aspiration and infusion were still working. The physician rexed back and tried to activate again without success. They removed the device from the patients body to inspect it. No visible defects were noted on the catheter. Upon activation they could see the rollers moving in the console and there was fluid coming out, but the device was not spinning. They had gotten far enough down the sfa, and the physician felt they had atherectomized enough, so the procedure was ended with the removal of this device from the patient. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink/buckling located 102.5cm from the tip. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The gear just spun on the shaft and no tip rotation was noticed. Device analysis determined the condition of the returned device was consistent with the reported information of an unexpected shut down.

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for a patient atherectomy procedure of the superficial femoral artery (sfa) to treat the patient's peripheral vascular disease. The device was operating fine in blades down mode, aspiration and infusion working fine. It seemed to be more thrombus or soft plaque. Then during the first pass in blades down mode, the device abruptly stopped spinning "like something became detached"; aspiration and infusion were still working. The physician rexed back and tried to activate again without success. They removed the device from the patients body to inspect it. No visible defects were noted on the catheter. Upon activation they could see the rollers moving in the console and there was fluid coming out, but the device was not spinning. They had gotten far enough down the sfa, and the physician felt they had atherectomized enough, so the procedure was ended with the removal of this device from the patient. The procedure was completed successfully. No patient complications were reported.